Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pressure transducer test during pre-use check. The investigation revealed that the o2 gas module was defective. The customer decided not to repair the ventilator. The received device logs confirmed the reported pressure transducer test failure during pre-use check at date of the event. The defective part was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).